Event description:
Customer states pieces of the softclix xl lancet had broken off into his finger. Customer was able to remove the pieces of lancet; no medical treatment required. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).